Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a temperature alarm occurred while the pump was within operating temperature range. The alarm was successfully cleared and did not reoccur. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer resumed insulin on the pump.